Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-feb-2016, an fse conducted troubleshooting with the customer over the phone and advised the customer to flush out the sample loop. The customer reported that after the flush, they were still getting large syringe errors when running a sample and when the instrument injects the sample. The fse then visited the customer to address the reported event. During servicing, the fse cleaned and lubricated the the lead screw on the syringes. The fse also cleaned the rotor face and injector valve, which had dried buffer on the inside. The fse replaced the stator valve and then fan samples several times. The customer was able to run quality control (qc) without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was clogged stator.

Event description:
On (B)(6) 2016, a customer reported error 706 l syringe errors with their g8 analyzer. The customer replaced the sample needle but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.